Manufacturer narrative:
A follow-up report ill be submitted upon completion of the investigation.

Event description:
Customer reported that the touch frame was non-responsive. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
Contacted the biomedical engineer. All of their esprit ventilators have been retired and are no longer in use. No device return or repair. The determination could not be made that the device failed to meet specifications. The device was being used for treatment. Root cause cannot be determined. No patient information provided by the customer.